Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Contra-angle handpiece 2017 (101354) (cleaned and oiled). After thorough inspection and test measurements, we could not find any errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Gold/silver would not correctly rotate; no injury occurred.

Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.